Event description:
Additional information received noted that the patient was never seen in a clinical setting, only a hospital setting.

Event description:
New information received noted that patient had another unrelated medical device, so programming changes were made as a precaution to prevent noise over-sensing. Patient was later seen in-clinic and no further malfunctions were noted. Patient was asymptomatic throughout.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with ventricular over-sensing from their implantable cardioverter defibrillator. No patient symptoms, intervention, or patient condition after the event were reported.